Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was slightly interrupted and weakened, the ccd glass was slightly worn. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the malfunction was traced to component failure of the universal cord, lg bundle and the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a missing image in 3d mode. This issue was found during service and maintenance, not in a clinical setting. There were no reports of patient involvement.